Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose and hospitalization. Customer's blood glucose level was 20 mg/dl. Customer advised in 2011 they fell and broke both their leg and ankle while wearing a different insulin pump. Customer was a brittle diabetic and advised over 8 years ago they had another low blood glucose event that had already been documented.